Event description:
It was reported that during placement of the titanium greenfield vena cava filter, one of the filter legs did not open upon deployment from the carrier. The device was removed and a new filter was successfully implanted. No pt injuries or complications were reported. The pt's status was reported as 'fine.'